Event description:
It was reported that there was a defect with the patient's mobile power unit (mpu). Whenever the mpu was moved, placed on the floor, or slightly bumped, it triggered a loud alarm signal. On (B)(6) 2026, a technician visited the site but was unable to identify any defect. The device woas replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.